Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of hi mg/dl on their blood glucose meter. The consumer immediately administered 4-6 units of insulin. Subsequently, the consumer experienced a hypoglycemic event requiring medical intervention. During the call, it was revealed that the consumer was using the wrong brand of control solution to verify the integrity of her test strips. The consumer also admitted to improperly storing the test strips. The meter in question will be returned for evaluation.